Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Oct 19, 2017: litigation record received. Litigation alleges pain, soreness, stiffness, swelling, discomfort, increased ion levels in her blood, anxiety and inflammation.

Manufacturer narrative:
Additional narrative: oct 19, 2017: litigation record received. Litigation alleges pain, soreness, stiffness, swelling, discomfort, increased ion levels in her blood, anxiety and inflammation. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.